Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose value of 24.5 mmol/l and infusion set had bent cannula. The insulin pump received insulin flow blocked alarm. The cannula of the infusion set was bent. The insulin pump had crack at the center of the battery compartment. The customer was wearing the insulin pump within 48 hours of the reported event. Troubleshooting was performed for high blood glucose values and the customer was asked to treat high blood glucose as per the instructions of the healthcare professionals. The product will return for analysis.